Event description:
On (B)(6) 2009, the patient's father reported that the patient has experienced elevated blood glucose of 17-19 mmol/l (306-342 mg/dl) for 2 months due to air bubbles in the insulin cartridge. He stated that no air is present at the time the insulin cartridge and infusion set are changed but 2-3 days later air bubbles form and the patient's blood glucose elevates. He stated that sometimes the air can be primed out of the system but other times the insulin cartridge and infusion set must be changed. The patient has used several different lot numbers of cartridges and has used 2 different adapters. The insulin is allowed to reach room temperature prior to use. The father stated that they do not properly adjust the piston rod prior to inserting the insulin cartridge. He was educated on the proper procedure for changing the insulin cartridge. Upon follow up with the patient's father on (B)(6) 2009, he stated that the patient is still experiencing air bubbles in the insulin cartridge. He declined additional assistance from a trainer. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.